Event description:
Complainant alleged that a nurse was performing a daily shift check using the multi-function electrode cable with the device. When the nurse discharged the device at 200 joules by depressing both orange buttons, she alleged that both of her arms got numb and that she rec'd a tingling feeling through her body. The biomedical staff was unable to duplicate the event when they tested the device. The complainant indicated that the nurse did not experience any lingering after effects from the reported malfunction.